Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was stimulation not helping the patient's pain.

Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.